Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient's homechoice cassette became disconnected from the transfer set. The patient was in a dwell so the homechoice did not alarm. Technical service representative (tsr) had the patient cycle the power on the homechoice and down arrow to end of therapy. Tsr guided the patient through ending the therapy and removing the supplies. The tsr advised the patient to set up with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.